Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The device was run on a lab homechoice (hc) machine with no issues. The reported issue could not be confirmed and the cause could not be determined. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use while the patient was connected. The patient line had been properly primed and no patient extensions were in use. The home patient (hp) had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies. The hp stated there were no obvious reasons for the system error 2240. The baxter technical service representative (tsr) advised the hp to end therapy and remove the cassette. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional information become available, a follow-up will be submitted.